Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd system experienced an unspecified air in line alarm. The home patient (hp) was in initial drain and connected when they received an air in line alarm. The cycler then shut itself off. The hp had been in initial drain for fifteen minutes when alarm occurred. The hp did not see the actual alarm code. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.